Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead complained of chest pain. Upon interrogation of the ICD with a programmer, a shock lead shorted message was observed. Review of stored device memory revealed low out of range shock impedance measurements less than 20 ohms during delivery of appropriate anti-tachycardia pacing (atp) and shock therapy. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.